Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 504-505 mg/dl with high ketone levels of 75-76 mg/dl; cause was not known. The customer administered a manual injection, delivered a correction bolus via pump, and set temp basal rate to 230% to address bg level. Reportedly, customer was admitted into the emergency room (ER) and subsequently hospitalized. Customer was treated with intravenous insulin and saline fluids. Customer was released from the hospital on (B)(6) 2023, with issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.